Event description:
This is the same event and the same patient reported under MDR ID #2939859-200-00167. This is the first MDR submitted for the first suspect product. A pt was skin tested and received several collagen injections from a former physician. In 2000 the pt received 1.5cc one formulation of collagen in the vermilion border of the lips from current physician. The pt received 2.5cc of another formulation of collagen in the vermilion border of the lips 3 days later. The pt experienced extreme, painful swelling of the lips on the evening of the 7th day and went to an urgent care facility where the pt was treated with oral prednisone and oral vicodin. The pt was seen by the treating physician on the next day. The swelling had abated somewhat. The physician added a prescription of oral allegra to the drug regime started the evening before by the physician in the urgent care facility. The treating physician diagnosed hypersensitivity to bovine collagen.